Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)14: (B)(6); [illegible signature, np]. History and physical [handwritten note/sections]. Complaint of incarcerated returned ventral hernia with mesh insertion. History: rheumatoid arthritis, diverticulitis, smoker. Cesarean section, tubal ligation, bowel resection/colostomy for ruptured diverticulitis; 2011, reversal of colostomy; 2012. Social history: tobacco; 1 pack per day, current. 175 lbs. Impression: complaint of incarcerated ventral hernia. Plan: repair of ventral hernia with mesh insertion. (B)(6)14: (B)(6). Preoperative diagnosis: ventral hernia. Postoperative diagnosis: multiple large ventral hernia x 2 with extensive intra-abdominal adhesions causing partial small bowel obstruction. Operative procedure: exploratory laparotomy. Extensive lysis of adhesions. Release of bowel obstruction. Multiple enterorrhaphy. Repair of 2 ventral hernias with gore-tex mesh. Abdominal wall reconstruction with insertion of seprafilm. Anesthesia: general anesthesia. Anesthesiologist: dr. (B)(6). Indications: ¿a very pleasant 48-year-old female patient with history of large ventral hernia in the lower abdomen. The patient had a previous hartmann¿s procedure for perforated diverticulitis followed by reversal of the same. She had a large ventral hernia. The patient had needed surgery as she was very symptomatic. I discussed the clinical condition with the patient and her spouse at length. I explained the surgical procedure of repair of ventral hernia with mesh, possible laparotomy. I explained the options, benefits and risks in detail. I explained the options of no treatment, medical treatment versus surgery. I explained the surgical procedure of repair of ventral hernia with mesh. The [sic] explained the risks including but not limited to bleeding, infection, injury to abdominal organs, adhesions, need for further surgery, possible fistula, anesthesia risks, reduction of mesh, deep vein thrombosis, ventilator dependence, morbidity, mortality. I answered all questions and explained possible recurrence of hernia, need for further surgery, injury to abdominal organs. I answered all questions. They understood and gave consent to surgery.¿ procedure: ¿the patient was taken [sic] the operating room. The patient placed supine on the operating table. General anesthesia was administered. The procedure was covered with intravenous antibiotics given prior to induction of anesthesia. Venodyne boots were applied to both lower extremities to prevent deep venous thrombosis. 5000 units of heparin was given subcutaneously at induction of anesthesia. Local part was prepped and draped in the usual sterile fashion. A skin incision was made in the midline using a number 10 scalpel through the old scar. The central part of the incision was carried around the umbilicus. Subcutaneous tissue was dissected. Hernia sac was identified and excised. Abdomen was opened and peritoneal cavity was entered. There were extensive adhesions from the bowel to the abdominal wall and to each other. There was markedly dense adhesions. Thorough meticulous prolonged lysis of adhesions was performed for over 60 minutes. The entire small bowel was traced from the ligament of treitz to the ileocecal junction. It was evident that the adhesions were causing partial obstruction and the proximal jejunum was markedly dilated to approximately 4 cm in size. The terminal ileum and the distal ileum was collapsed. Thorough meticulous lysis of adhesions was performed. There was a point of partial cauda of adhesions and dense adhesions causing partial obstruction. These were released and divided. The entire small bowel was traced from the ligament of treitz to the ileocecal junction, and adhesions were divided. There were multiple areas, at least 3-4 areas, of superficial serosal tears. These were repaired with interrupted 3-0 vicryl sutures. Multiple enterorrhaphy was performed. The bowel was repaired with interrupted 3-0 vicryl sutures. The entire small bowel was traced. The liver, stomach and other abdominal organs were grossly intact. The adhesions were divided. The through peritoneal lavage was performed with normal saline and suctioned out. A number 10 jp drain was brought in through a separate stab incision on the right and placed in the pelvis. Seprafilm was placed. Hemostasis was ensured. Then the small bowel and the abdominal cavity were repositioned in the peritoneal cavity. Seprafilm was inserted to prevent adhesions. Then the midline fascia was identified. The fascia was retracted and was delineated circumferentially. Then, a 20 x 30 cm gore-tex mesh was brought in. This was fenestrated using a number 11 scalpel blade. Mesh was then inserted in an underlay fashion, and the edges of the mesh were sutured to the fascial edges using a number 1 prolene running sutures. Then the mesh was placed in underlay fashion. Then a number 7 jp drain was brought in through a separate stab incision and placed on top of the mesh. The fascia and sub cutaneous tissue was then approximated on top of the mesh with interrupted 0 vicryl sutures. Skin was approximated with staples. Both jp drains were anchored with 2-0 silk sutures. Skin was approximated with staples. Sterile dressings were placed. The patient tolerated the procedure well and remained stable throughout the course of the operation and was sent to the recovery room in guarded condition. Sponge, instrument and needle counts were correct.¿ estimated blood loss: 50 ml. (B)(6)14: (B)(6). Implant record. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 9796957. W.l. Gore & associates. Expiration date: 2016-10. Quantity: 1. The records confirm a gore® dualmesh® biomaterial (1dlmc07/9796957) was implanted during the procedure. (B)(6)14: [facility ni]. (B)(6). Pathology report. Specimen number: s-14-03197. Clinical history: incarcerated ventral hernia. Final diagnosis: ventral hernia sac, excision; hernial sac with fibrosis. Gross description: the specimen is received in formalin labeled ¿hernia sac¿. It consists of two pieces of flat fibro membranous tissue, 8.5 x 11 cm in flat diameter and between 0.4 and 0.8 cm thick. The thicker piece has adherent fat and both specimens show foci of fibrosis. Portions are submitted in one cassette. (B)(6)14: (B)(6). Discharge summary. Admitted to hospital, underwent exploratory laparotomy, lysis of adhesions with bowel obstruction, multiple enterorrhaphies, repair of 2 ventral hernias with gore-tex mesh and abdominal wall reconstruction with insertion of seprafilm; tolerated procedure well. Discharge condition: doing well, tolerating diet, ambulating well. Discharge medications: ciprofloxacin, continue taking plaquenil. Activity: no bending or straining, no heavy lifting or lifting weight over 10 pounds for 6 weeks, arrangements were made for home care visiting nurse. Final diagnosis: incarcerated ventral hernia, partial small bowel obstruction treated with laparotomy, lysis of adhesions, repair of ventral incarcerated hernia with gore-tex mesh; ¿patient made excellent recovery.¿ [missing record: records of ¿home care for wound check; arrangements for home care visiting nurse¿ were not provided.] (B)(6)16: (B)(6). Operative report. Preoperative diagnosis: deep abscess involving ventral hernia mesh. Postoperative diagnosis: deep abscess involving ventral hernia mesh. Assistant: (B)(6). Procedure performed: exploratory laparotomy, excision of infected mesh, washout and application of wound vac. Specimens: infected mesh and tissue. Estimated blood loss: 20 ml. Patient¿s condition is fair. Description of operation: ¿the patient was brought to the operating room, placed supine on the operating table. After general anesthesia was induced and the patient was intubated, a foley catheter was placed under sterile conditions by a nurse. The abdominal dressing was removed and the packing was removed. Then, the abdomen was prepped and draped in a sterile fashion. The incision was extended with the scalpel down to the extent of the underlying mesh. There was a lot of loose sutures and the mesh was loose. The sutures were cut and the mesh was removed. The mesh was not adherent to anything and it was removed very easily. It was grossly infected under the mesh. There was a lot of fibrinous exudate as well as at the edges. There was no identifiable fascial edges. The underlined tissue was very friable consistent with some granulation tissue covering bowel or possibly omentum. It was not discernable. There was no easy way to get inside beyond the granulation tissue, which was sealed so a decision was made to clear out the fibrinous exudate as much as possible, without getting inside the bowel and then a washout was performed with 3-4 liters of warm saline and then the wound vac [vacuum assisted closure] was applied using first the restore contact layer dressing with silver, then white foam and then black foam and the wound vac [vacuum assisted closure] was set on continuous therapy at 75 mmhg of pressure. The wound was measuring 11 x 13 cm. After the wound vac [vacuum assisted closure] was applied, the patient was awoken from under general anesthesia, extubated, and transported to the recovery room. She remained stable throughout the procedure. However, due to open abdomen the patient¿s condition is fair. She is going to be admitted to ICU for close monitoring with a plan to continue wound vac treatment and to change the wound vac in 3 days and assess the progress of wound healing and granulation tissue. There were no complications. No major bleeding. The patient tolerated procedure well.¿ (B)(6)16: (B)(6). Pathology report. Accession number: s16-27216. Submitted by: (B)(6). Diagnosis: a. Abdominal mesh; gross examination only. B. Labeled ¿abdominal tissue¿, excision; abscess formation. ¿I attest that the above diagnosis is based upon my personal examination of the slides (and/or other material) and that I have reviewed and approved this report. Specimen(s) received from (B)(6). Technical services performed at (B)(6).¿ clinical history: infected abdominal mesh and deep subcutaneous abscess. Gross description: a. The specimen is received in formalin with proper patient identification, labeled ¿infected abdominal mesh¿ and consists of an intact mesh with multiple sutures measuring 15 x 15 x 0.3 cm. The specimen is for gross examination only. B. The specimen is received in formalin with proper patient identification, labeled ¿infected abdominal tissue¿ and consists of multiple pieces of soft tan tissue measuring 3.5 x 1.5 x 0.5 cm in aggregate. The specimen is representatively submitted in one cassette. (B)(6)16: (B)(6). Discharge summary. Admission diagnosis(es): deep subcutaneous abscess intraabdominal involving ventral hernia repair mesh. Discharge diagnosis(es): deep subcutaneous abscess intraabdominal involving ventral hernia repair mesh status post excision of infected mesh and drainage of the abscess. Hospital course: history of arthritis and multiple surgical history including exploratory laparotomy and sigmoid resection with colostomy for perforated diverticulitis, then colostomy reversal, and then a ventral hernia repair with mesh 2 years ago, who states that ever since the hernia repair she had a sensation of fullness in her abdomen over the mesh; however, 1 day prior to admission, the patient stated that the fullness increased and the pressure increased in that area as well as she developed erythema over the anterior abdominal wall. On the day of admission in the morning, the patient started having a large amount of drainage of purulent fluid through the abdominal wall. There were 2 small wounds punctate in size, but the amount of drainage was significant because it soaked her pants and short [sic] completely. On admission, the patient was afebrile. Her vital signs were stable, but she was mildly tachycardic. Her white count was 14.3. Otherwise, the labs were nonsignificant. The patient had negative urinalysis. She had a cat scan of the abdomen and pelvis which showed a large abscess involving the ventral hernia repair mesh. Incision and drainage was performed at the bedside on the same day, which the patient tolerated well. The wound was packed. The patient was started on antibiotics and admitted to surgical service. Overnight on the first admission day, patient spiked a fever to 102.2. So, on hospital day number 2, the patient was taken to the operating room where she had exploratory laparotomy, excision of infected mesh, which was very loose, washout, and placement of the wound vac. She was then admitted to ICU for close monitoring. Postop day number 1, the patient was doing well. She was afebrile. Her white count was 12. She had no nausea, no vomiting, and was hungry. She was started on a diet. Her foley was removed. Antibiotics were continued. The patient was gotten out of bed to her chair. Postop day number 2, the patient continued to do well. She remained afebrile. The white count remained at 12. She tolerated regular food and had a bowel movement and had no complaints. Today, postop day number 3, the patient remains afebrile. Her white count came down to 10. She is tolerating diet, voiding, ambulating, and has no complaints. Her wound vac was changed at bedside. The granulation tissue looks healthier. There is no evidence of fistula at this time. The patient is going to be discharged home with wound care services, changing the wound vac 3 times a week, monday, wednesday, friday, with instructions to place restore dressing, followed by white foam, followed by black foam, and to keep the continuous wound vac therapy pressure at 75 mmhg. She is going to be continued on cipro and flagyl for another week and percocet for pain medication. She is to restart her home medications except for rheumatoid arthritis medication, and she is going to follow up with me in the office on (B)(6)17 with wound vac supplies, so that I could evaluate the wound. Discharge instructions were given to the patient. She is not to lift anything heavy and no abdominal exercises and to report any concerning symptoms immediately.¿ [missing records: records for the CT scan showing the ¿large abscess involving the ventral hernia repair mesh¿ were not provided.] [Missing records: records of emergency room visit or lab tests indicating infection on (B)(6)16 were not provided.] [Missing records: records for ¿incision and drainage at bedside¿ were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1930 and 3191: appropriate term not available for "wound vac placement") were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span june 26, 2014 through december 24, 2016 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: ¿ smoking ¿ (B)(6) 2014: ¿smoker, 1 pack per day¿ ¿ weight ¿ (B)(6) 2014: 175 lbs. ¿ large ventral hernia lower abdomen ¿ diverticulitis surgical procedures: ¿ 2011: hartmann¿s procedure for perforated diverticulitis ¿ 2011: cesarean section, tubal ligation ¿ 2012: reversal of colostomy ¿ (B)(6) 2014: exploratory laparotomy. Extensive lysis of adhesions. Release of bowel obstruction. Multiple enterorrhaphy. Repair of 2 ventral hernias with gore-tex mesh. Abdominal wall reconstruction with insertion of seprafilm. Implant: gore® dualmesh® biomaterial. ¿ (B)(6) 2016: incision and drainage [bedside] of large abscess involving the ventral hernia repair mesh ¿ (B)(6) 2016: exploratory laparotomy, excision of infected mesh, washout and application of wound vac implant preoperative complaints: ¿ (B)(6) 2014: history and physical. ¿complaint of incarcerated returned ventral hernia with mesh insertion.¿ current everyday smoker, 1 pack daily. ¿impression: complaint of incarcerated ventral hernia. Plan: repair of ventral hernia with mesh insertion.¿ ¿ (B)(6) 2014: indications: ¿a very pleasant 48-year-old female patient with history of large ventral hernia in the lower abdomen. The patient had a previous hartmann¿s procedure for perforated diverticulitis followed by reversal of the same. She had a large ventral hernia. The patient had needed surgery as she was very symptomatic. I discussed the clinical condition with the patient and her spouse at length. I explained the surgical procedure of repair of ventral hernia with mesh, possible laparotomy. I explained the options, benefits and risks in detail. I explained the options of no treatment, medical treatment versus surgery. I explained the surgical procedure of repair of ventral hernia with mesh. The [sic] explained the risks including but not limited to bleeding, infection, injury to abdominal organs, adhesions, need for further surgery, possible fistula, anesthesia risks, reduction of mesh, deep vein thrombosis, ventilator dependence, morbidity, mortality. I answered all questions and explained possible recurrence of hernia, need for further surgery, injury to abdominal organs. I answered all questions. They understood and gave consent to surgery.¿ implant procedure: exploratory laparotomy. Extensive lysis of adhesions. Release of bowel obstruction. Multiple enterorrhaphy. Repair of 2 ventral hernias with gore-tex mesh. Abdominal wall reconstruction with insertion of seprafilm. [Implant: gore® dualmesh® biomaterial, 1dlmc07/9796957, 20cm x 30cm x 1mm thick; seprafilm.] Implant date: (B)(6) 2014 [hospitalization dates (B)(6) 2014] ¿ wound classification: unknown ¿ findings: ¿postoperative diagnosis: multiple large ventral hernia x 2 with extensive intra-abdominal adhesions causing partial small bowel obstruction.¿ ¿ description of hernia being treated: ¿a skin incision was made in the midline using a number 10 scalpel through the old scar. The central part of the incision was carried around the umbilicus. Subcutaneous tissue was dissected. Hernia sac was identified and excised. Abdomen was opened and peritoneal cavity was entered. There were extensive adhesions from the bowel to the abdominal wall and to each other. There was [sic] markedly dense adhesions. Thorough meticulous prolonged lysis of adhesions was performed for over 60 minutes. The entire small bowel was traced from the ligament of treitz to the ileocecal junction. It was evident that the adhesions were causing partial obstruction and the proximal jejunum was markedly dilated to approximately 4 cm in size. The terminal ileum and the distal ileum was collapsed. Thorough meticulous lysis of adhesions was performed. There was a point of partial cauda of adhesions and dense adhesions causing partial obstruction. These were released and divided. The entire small bowel was traced from the ligament of treitz to the ileocecal junction, and adhesions were divided. There were multiple areas, at least 3-4 areas, of superficial serosal tears. These were repaired with interrupted 3-0 vicryl sutures. Multiple enterorrhaphy was performed. The bowel was repaired with interrupted 3-0 vicryl sutures. The entire small bowel was traced. The liver, stomach and other abdominal organs were grossly intact. The adhesions were divided. The through peritoneal lavage was performed with normal saline and suctioned out. A number 10 jp drain was brought in through a separate stab incision on the right and placed in the pelvis. Seprafilm was placed. Hemostasis was ensured. Then the small bowel and the abdominal cavity were repositioned in the peritoneal cavity. Seprafilm was inserted to prevent adhesions. Then the midline fascia was identified. The fascia was retracted and was delineated circumferentially.¿ ¿ implant size and fixation: ¿then, a 20 x 30 cm gore-tex mesh was brought in. This was fenestrated using a number 11 scalpel blade. Mesh was then inserted in an underlay fashion, and the edges of the mesh were sutured to the fascial edges using a number 1 prolene running sutures. Then the mesh was placed in underlay fashion. Then a number 7 jp drain was brought in through a separate stab incision and placed on top of the mesh. The fascia and sub cutaneous tissue was then approximated on top of the mesh with interrupted 0 vicryl sutures. Skin was approximated with staples. Both jp drains were anchored with 2-0 silk sutures. Skin was approximated with staples.¿ ¿ (B)(6) 2014: pathology report ¿ final diagnosis: ¿ventral hernia sac, excision; hernial sac with fibrosis.¿ ¿ gross description: ¿the specimen is received in formalin labeled ¿hernia sac¿. It consists of two pieces of flat fibro membranous tissue, 8.5 x 11 cm in flat diameter and between 0.4 and 0.8 cm thick. The thicker piece has adherent fat and both specimens show foci of fibrosis.¿ ¿ 6/29/14: discharge summary: ¿activity: no bending or straining, no heavy lifting or lifting weight over 10 pounds for 6 weeks, arrangements were made for home care visiting nurse. Final diagnosis: incarcerated ventral hernia, partial small bowel obstruction treated with laparotomy, lysis of adhesions, repair of ventral incarcerated hernia with gore-tex mesh.¿ explant preoperative complaints: ¿ (B)(6) 2016: ¿admission diagnosis(es): deep subcutaneous abscess intraabdominal involving ventral hernia repair mesh .¿ history of arthritis and multiple surgical history including exploratory laparotomy and sigmoid resection with colostomy for perforated diverticulitis, then colostomy reversal, and then a ventral hernia repair with mesh 2 years ago, who states that ever since the hernia repair she had a sensation of fullness in her abdomen over the mesh; however, 1 day prior to admission, the patient stated that the fullness increased and the pressure increased in that area as well as she developed erythema over the anterior abdominal wall. On the day of admission in the morning, the patient started having a large amount of drainage of purulent fluid through the abdominal wall. There were 2 small wounds punctate in size, but the amount of drainage was significant because it soaked her pants and short [sic] completely. On admission, the patient was afebrile. Her vital signs were stable, but she was mildly tachycardic. The patient had negative urinalysis. She had a cat scan of the abdomen and pelvis which showed a large abscess involving the ventral hernia repair mesh. Incision and drainage was performed at the bedside on the same day, which the patient tolerated well. The wound was packed. The patient was started on antibiotics and admitted to surgical service.¿ explant procedure: exploratory laparotomy, excision of infected mesh, washout and application of wound vac. Explant date: (B)(6) 2016 [hospitalization dates (B)(6) 2016] ¿ wound classification: 4 - dirty ¿ operative report: ¿the incision was extended with the scalpel down to the extent of the underlying mesh. There was a lot of loose sutures and the mesh was loose. The sutures were cut and the mesh was removed. The mesh was not adherent to anything and it was removed very easily. It was grossly infected under the mesh. There was a lot of fibrinous exudate as well as at the edges. There was [sic] no identifiable fascial edges. The underlined tissue was very friable consistent with some granulation tissue covering bowel or possibly omentum. It was not discernable. There was no easy way to get inside beyond the granulation tissue, which was sealed so a decision was made to clear out the fibrinous exudate as much as possible, without getting inside the bowel and then a washout was performed with 3-4 liters of warm saline and then the wound vac [vacuum assisted closure] was applied using first the restore contact layer dressing with silver, then white foam and then black foam and the wound vac [vacuum assisted closure] was set on continuous therapy at 75 mmhg of pressure. The wound was measuring 11 x 13 cm.¿ ¿ (B)(6) 2016: pathology report ¿ diagnosis: ¿ a. ¿abdominal mesh; gross examination only.¿ ¿ b. ¿labeled ¿abdominal tissue¿, excision; abscess formation.¿ ¿ gross description: ¿ a. ¿the specimen is received in formalin with proper patient identification, labeled ¿infected abdominal mesh¿ and consists of an intact mesh with multiple sutures measuring 15 x 15 x 0.3 cm . The specimen is for gross examination only.¿ ¿ b. ¿the specimen is received in formalin with proper patient identification, labeled ¿infected abdominal tissue¿ and consists of multiple pieces of soft tan tissue measuring 3.5 x 1.5 x 0.5 cm in aggregate.¿ ¿ 12/24/16: discharge summary: discharge diagnosis(es): ¿deep subcutaneous abscess intraabdominal involving ventral hernia repair mesh status post excision of infected mesh and drainage of the abscess.¿ ¿overnight on the first admission day, patient spiked a fever to 102.2. So, on hospital day number 2, the patient was taken to the operating room where she had exploratory laparotomy, excision of infected mesh, which was very loose, washout, and placement of the wound vac.¿ ¿the patient is going to be discharged home with wound care services, changing the wound vac 3 times a week, monday, wednesday, friday, with instructions to place restore dressing, followed by white foam, followed by black foam, and to keep the continuous wound vac therapy pressure at 75 mmhg. She is going to be continued on cipro and flagyl for another week ¿ and she is going to follow up with me in the office on 1/13/17 with wound vac supplies, so that I could evaluate the wound.¿ ¿she is not to lift anything heavy and no abdominal exercises and to report any concerning symptoms immediately.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional ventral hernia repair on (B)(6) 2014, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection/explant with wound vac placement, additional surgery. Additional event specific information was not provided.